Event description:
At 3:31am received a call from catheter lab and told me that they had pt in the cvicu who was on the balloon pump with a "ruptured" catheter. He described it as "blood inside the tubing". He couldn't stay on the phone, because they were talking the pt back to cvor. His question was could they rewire the lumen and then replace the balloon. I told him that we do not recommend having that done. He said he had to go because he need to go back to the pt, and to get the info in the morning. At 8:45am, I called this morning and spoke with director of cvicu, an she said that they pulled the balloon and believed that the balloon was in the perfusion dept. She told me that the pt was doing well. I called perfusion, and was told that they have the balloon but I have to call back and talk to get all the info because he was in a case. H eis not coming in until the afternoon.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The pressure and extension tubing were also returned. Product evaluation - an underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extension pressure tubing was performed and one leak was detected on the membrane approximately 3.3cm from the rear seal measuring 0.038cm in length. Conclusion: under magnification, a whitish path was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. (B)(4).